Manufacturer narrative:
(B)(4). If further information becomes available a follow up medwatch will be submitted.

Event description:
Received maude report mw5061632 that reported, small electrical fire noted by surgical assistant at the edge of the surgical drape. Presumed cause was electrical short from a defective cord. Quickly extinguished and no harm to the patient occurred. Additional information received by the customer, it was reported unknown if the device is available to be returned, unknown how many times the device was used prior to this event, but the device was very old. The customer reported a sweep was done after this event and found some cords as old as 2005. The cord was determined to be defective after the event by the surgical tech. It was determined the fire started by the cord due to the melted cord and the hole in the drape. The surgical tech noted the smoldering drape by the bend in the cord where it attaches to the scissors. There was no patient harm or harm to anyone else in the room. No medical intervention required to patient or anyone else in the room. The robotic lap gyn procedure was completed as planned. The customer provided a picture of the device for investigation.

Manufacturer narrative:
(B)(4). Based on the photo provided by the customer, it is believed that the cable underwent normal wear and tear. Bending the cable during use can cause the internal wires to break over time which can increase the normal wear and tear of the cable. The device history record was pulled and reviewed. A c=0 quality sampling plan was conducted and all cables passed the inspection points. The true root cause cannot be determined as the device was not returned by the customer and the complaint investigation survey was not completed by the customer to further the investigation. The supplier only guarantees the devices full functionality for the first 20 sterilization cycles. Using and sterilizing the cable more than the recommended 20 times can increase the wear and tear of the cable. It is recommended that the customer follow the sterilization procedure stated in the IFU (instructions for use) to ensure the device remains in good condition for as long as possible.